Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath was used in an atrial fibrillation ablation procedure. The device was prepped and flushed properly. When going in with the mapping catheter, more air than normal was aspirated. Once this was cleared, it was noticed that the valve was constantly dripping. Sheath was removed and replaced and the procedure proceeded as expected without complications.